Event description:
The customer stated that the driver arm of the insulin pump continues to move forward after she releases the act button during the manual prime. The customer stated that she was hospitalized in the past because of this complaint. The customer's blood glucose reading was 152 mg/dl at the time of the report. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.